Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that there was an inflammatory mass at the catheter tip. A revision was performed; the granuloma was removed, and repair was done for the hole in the dura caused by the granuloma. The catheter was removed from the spine. A new catheter was not implanted at that time, the pump was stopped, and it was noted that there was only a section of catheter connected to the pump. The patient symptoms included pain, numbing in legs, and the location of the symptoms was the catheter track. It was additionally reported that the pump was alarming due to stopped pump period. The pump was delivering infumorph. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the patient status was unavailable due to hippa. The pump has not been replaced.

Manufacturer narrative:
(B)(4).